Event description:
It was reported that the device will take longer than 30 seconds to charge. There were no reports of pt use associated with this event.

Manufacturer narrative:
Physio-control explained to the customer that the lp8 device is no longer supported. The customer later confirmed that the unit has been retired. The device will not be evaluated by physio-control. The root cause of the reported failure cannot be determined.